Event description:
Patient reported "pain, super deformed and hard" and "capsular contracture Baker grade unknown". Patient was prescribed with ultrasound massages, Vitamin D, and Singulair. This record is for the right side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: Capsular contracture Baker grade unknown. A review of the Device History Record has been completed. No deviations or non-conformances noted.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.